Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report# 3005099803-2017-03425 and 3005099803-2017-03426 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two wallflex biliary rx partially covered stents were to be used to treat a malignant stricture in the common hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the first stent (the subject of this report# 3005099803-2017-03425) but felt some ¿stiffness in the release system". The stent failed to fully deploy and was removed from the patient on the delivery system partially deployed. Reportedly, after the device was removed outside the patient, it was noted that the inner shaft was separated but still tied to the catheter. The physician attempted to use a second wallflex biliary rx partially covered stents (the subject of this report). However, the same issue was encountered on the second stent. The physician completed the procedure using a third wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A fully constrained wallflex biliary rx stent and delivery system was returned for analysis. Visual evaluation of the returned device found that the stainless steel tube was actuated beyond its reconstrainment limit. The inner shaft was found kinked and exiting the guidewire access sleeve (gas) and the outer sheath was buckled/accordioned next to the leading handle. Functional analysis found that it was not possible to deploy the stent using the delivery system as received, however, it was possible to manually deploy the stent. No issues were noted with the stent and no other issues were noted with the device. The noted issues to the returned device were likely due to anatomical or procedural factors, such as tortuous anatomy, encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report# 3005099803-2017-03425 and 3005099803-2017-03426 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two wallflex biliary rx partially covered stents were to be used to treat a malignant stricture in the common hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the first stent (the subject of this report# 3005099803-2017-03425) but felt some ¿stiffness in the release system". The stent failed to fully deploy and was removed from the patient on the delivery system partially deployed. Reportedly, after the device was removed outside the patient, it was noted that the inner shaft was separated but still tied to the catheter. The physician attempted to use a second wallflex biliary rx partially covered stents (the subject of this report). However, the same issue was encountered on the second stent. The physician completed the procedure using a third wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.